Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and was unable to login to station. A technical support specialist (tss) attempted to contact the customer but did not receive a response. The tss accessed the server, navigated to the device settings, and confirmed that the login mode was configured as user identification combined with biometric identification. The tss was unable to review login activity due to the unavailability of a sample user identification. No updates or responses received from the customer even after three follow-ups. Then tss proceeded for case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed, and the fingerprint was not scanning. Nurses were unable to log in to the station to pull medications, as no password option was presented. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.